Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible; the manufacturing lot number that was provided is incorrect.

Event description:
It was reported that when attempting to place a 4f groshong PICC using tip location system (tls), the placer tried to remove the stylet wire. Facility reported that the wire was difficult to remove despite flushing and that the PICC concertinaed. The placer managed to remove the wire. An x-ray was taken of the PICC that showed that the PICC had flipped into the internal jugular. The catheter was flushed and a 018 wire was placed into the PICC. Users were unable to remove the wire and reported that the PICC concertinaed again. The procedure was abandoned. After removal, the PICC was flushed and the facility reported that two holes were observed in the upper aspect of the PICC.